Event description:
The asset inner sheath was returned and evaluated. There was no allegation of a complaint. However, upon inspection and testing of the returned device, found the isolation beak was broken. There were no reports of patient harm. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device evaluation found the isolation beak was broken. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the ceramic tip brake was by thermo-mechanical fatigue. It cannot be determined whether there is advanced wear and tear or pre-existing damage. The event can be detected/prevented by following the instructions for use which state: ¿warning infection control risk properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing inspecting the product visually inspect the product. Make sure that it has: -- no corrosion -- no dents -- no scratches ceramic insulation at distal end visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning risk of injury impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ olympus will continue to monitor field performance for this device.